Event description:
Pt receives fluorouracil IV via PICC over 96 hours per elastomeric infusion pump. Yesterday, nurse attached elastomeric infusion pump to PICC to start this pt's infusion. Five hours into the 96 hour infusion, pt noticed fluid on his clothing. He assessed the line and said there was no leakage from the PICC or at the connection. He identified that the leak was coming from the elastomeric pump tubing, just next to the in-line filter. He stopped the infusion, flushed his PICC, and used a chemotherapy spill kit to clean up the spill. A new dose was provided to him. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: administration of 5-fu. Anal carcinoma.